Event description:
Healthcare professional reported right side rupture. The device has been explanted. The device was implanted after its expiration date.

Manufacturer narrative:
Clarification to d6a. Implant date: partial implant date of "2015" was provided. Unclear at this time whether the device was implanted after its expiration date or incorrect information was provided. A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; d6a.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Cont. E.1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is regarding an unknown side. The device remains implanted.

Event description:
Healthcare professional reported "rupture". This record is regarding an unknown side. The device has been explanted.

Manufacturer narrative:
Clarification d.9: device photos were received, no device.